Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower and mid abdomen on (B)(6) 2019 and (B)(6) 2019 using the cooladvantage, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) 90 days post-treatment, diagnosed in the abdomen on (B)(6) 2019. The tissue was described as soft.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Additional relevant history b7: nissenflundiplication 1997,tonsiles 1998, appendectomy 2004, shoulder/rotator cuff 2012.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower and mid abdomen on (B)(6) 2019 and 27-feb-2019 using the cooladvantage, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) 90 days post-treatment, diagnosed in the abdomen on 14-aug-2019. The tissue was described as soft.